Manufacturer narrative:
During pre-repair assessment the technician found damaged blades were found due to normal wear. Not enough speed, fins were broken, hole was found in the hose. Housing was worn out; revision of accessories needed. The technician performed the revision of the part and replaced total housing and small total housing and small tube parts, and the cylinder.

Event description:
It was reported that the technician found that the device did not have enough speed. The fins were broken, there was a hole in the hose. The housing was worn out. Report 1 of 1 (B)(4).